Manufacturer narrative:
Device evaluation-:the device was returned for evaluation. The device was examined; this showed cracking at the front cover. The device was given functional testing; the testing showed the device gave excessive noise. The issue was caused by noise from the pump. The cause of the excessive noise from this component was not confirmed.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Device was received in with a dirty enclosure and damaged pole clamp. The reservoir cover is cracked at the top right corner and the front cover contains minor paint chippings on the top portion. During functional testing, the temp check was installed and filled with water. Powered on the device to perform an audible check. The reported problem was duplicated. The pump was noisy. Root cause was found to be a defective pump. The pump assembly was replaced.

Event description:
Additional info received 24 sep 2021 event date was (B)(6) 2021, not in use with patient.

Event description:
It was reported that the device was making an odd noise when fluids turned on. Found during pre-test.